Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 655 mg/dl and insulin pump had motor error. The customer did experienced the symptoms such as dehydrate, nausea and dizziness. Insulin pump had no delivery alarm. The customer was treated by intravenous and insulin drip in hospital. Troubleshooting was declined for high blood glucose and under delivery. Customer states the drive support cap appears flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.